Manufacturer narrative:
This complaint was found during a recent clinical evaluation review/literature search of this device. The citation is as follows. Giordano et al (2015). Impact of sex on the early and long-term outlook of patients undergoing carotid artery stenting with a single embolic protection device-stent combo. Edorium j cardiol, 2:9¿15. This is one of eight products involved with this event in which associated manufacturer report numbers are 9616099-2016-00361, 9616099-2016-00363, 9616099-2016-00364, 9616099-2016-00365, 1016427-2016-00015, 9616099-2016-00367, 1016427-2016-00016 and 9616099-2016-00370. Publication has been attached to this report. Complaint conclusion: as noted in a publication, impact of sex on the early and long-term outlook of patients undergoing carotid artery stenting with a single embolic protection device-stent combo. After implantation of a precise stent with use of an angioguard, there was 1 death, 5 strokes and 2 transient ischemic attacks (tias) in the hospital. After follow-up with patients, there were 31 deaths, 17 myocardial infarctions, 15 strokes, 2 transient ischemic attacks (tias) and 2 restenosis with revascularization. Due to the nature of the complaint, the devices were not returned for analysis nor was the sterile lot numbers provided in order to conduct a lot history review. Death is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors.

Event description:
As noted in a publication, impact of sex on the early and long-term outlook of patients undergoing carotid artery stenting with a single embolic protection device-stent combo. After implantation of a precise stent with use of an angioguard, there was 1 death, 5 strokes and 2 transient ischemic attacks (tias) in the hospital. After follow-up with patients, there were 31 deaths, 17 myocardial infarctions, 15 strokes, 2 transient ischemic attacks (tias) and 2 restenosis with revascularization.